Event description:
As reported by the user facility: leakage of blood and fluid at the threaded connections to the IV catheters. Additional information received from the facility indicated no patient injury or exposure to injury.

Manufacturer narrative:
The actual device in the incident was not returned for evaluation. Eleven unused samples from the reported lot were returned. The samples were physically tested and found to be acceptable. An additional 100 samples were also returned form the reported lot. Twenty five samples were physically tested and 4/25 were noted to leak due to a hole in the luer taper of the catheter plug. These parts are manufactured and purchased from smiths medical/medex inc. The samples and all available information has been forwarded to smiths medical/medex inc. For evaluation.